Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of thrombosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 4.0x23mm xience sierra is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2018, the patient presented with angina. The procedure was to treat a lesion located in a moderately tortuous, moderately calcified concentric mid to distal right coronary artery (rca) a 4.0x23mm xience sierra stent and a 4.0x38mm xience sierra stent were deployed in an overlapped manner. Timi flow changed from 2 to 3. Intravascular ultrasound (ivus) was confirmed to successfully complete the procedure. It was confirmed that the patient was compliant with dual antiplatelet drug therapy after the procedure. On (B)(6) 2018, the patient was re-hospitalized due to chest pain. In-stent thrombus was confirmed via angiography. The stent was recoiled. Balloon angioplasty was performed with a 4.0x12mm unspecified balloon. On (B)(6) 2018, the patient was discharged from the hospital. No additional information was provided.